Event description:
The customer reported that the mp30 loudspeaker is defective. No death or patient /user injury or harm was reported. The device was not in use for monitoring at the time of the alleged malfunction.